Event description:
During the procedure, a 1cm piece of a threaded guide rod broke off in the pt left femur. Surgeon tried to retrieve the piece without success. The object remains in the pt's left femur.